Event description:
Metal piece separated from tip of tissue sealing device as surgeon was actively using the instrument laparoscopically for a total hysterectomy. No apparent injury. Another device taken from stock.